Manufacturer narrative:
Analysis was performed on the returned device. The foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted; therefore, the reported difficult to close foot was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when pulling out the closure device, it was noted that the foot did not fully close. The lever was swung back and forth a couple of times until the foot opened completely. It is currently unknown if hemostasis was achieved with the complaint device or an alternate closure method. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The date of event has been estimated.